Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verioflex meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient manages his diabetes with insulin (no adjustments), administering apidra solostar and lantus solostar; he was unable to specify the doses administered. He reported that the subject meter was reading inaccurately about 1 month prior to contacting lfs when he obtained an alleged inaccurately high blood glucose result of 90 mg/dl. He reported that prior to performing the test, he was already feeling unwell with symptoms of sweating, shaking and feeling dizzy. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that approximately 10 minutes later, he performed a blood glucose test on his onetouch vita meter and obtained a result of 45 mg/dl the indicated that he self-treated his symptoms by eating a banana and felt better approximately 15 minutes later. During troubleshooting, the csr established that the patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. The csr walked the patient through a control solution test and the result was in range. The patient's products were replaced and requested back for investigation. This complaint is being reported because the patient allegedly obtained an inaccurately high result with the subject meter when he was experiencing symptoms suggestive of severe hypoglycemia. The alleged meter issue cannot be ruled out as a cause or contributor to this event.